Manufacturer narrative:
B3 date of event - correction. G3 date received by mfg - correction to the date in the initial MDR. The correct date should be 05/08/2026. H2 correction/ additional information. Concomitant medical products- additional.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No data was provided for evaluation. The allegation and the probable cause could not be determined. The single reported glucose value and range provided for the second value of the set falls within the e zone of the parkes error grid. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).